Manufacturer narrative:
The product was returned for investigation. The investigation found no abnormalities with the product. No abnormalities were found in the manufacturing records of the product. The reported event may have been caused by air getting due to the contrast being performed with the fixed valve of the product not closed, but the detailed cause could not be identified.

Event description:
When the contrast imaging was performed without closing the fixed valve, air was drawn in the product and entered the patient's coronary artery. No effects on patients was found.